Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb needle pulled out of the hub. The following information was provided by the initial reporter: material # 305916, batch # 2287687. Verbatim: rcc received a complaint via email. Incident details: nurse prepared covid immunization to administer to client, but when vaccine was given, the needle broke off from the syringe hub, with needle still sticking in client's arm, and vaccine leaked out from broken needle/hub. Impact of incident: who was affected? Patient. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: (B)(6). Device expiry date: 2027-09-30. Supplier: (B)(4). Supplier catalogue number: 308-305916. Was the device retained? No. No serious harm was reported. Unfortunately, the device is not available for investigation. Customer response on 04-dec-2025. Yes, the metal needle was completely detached from the plastic hub. Just the metal needle remained in the client's arm. The plastic hub remained connected to the syringe hub.